Event description:
It was reported that: "the tip of the injection syringe was broken".

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. The customer returned one ars/introducer needle subassembly for analysis. Small traces of signs-of-use in the form of biological material were observed on the outside of the needle hub. Visual analysis revealed that the needle hub contained cracks on the hub. Microscopic examination confirmed the cracks. The returned sample was functionally tested with the returned introducer needle, and the subassembly did not aspirate due to the crack on the needle hub. A device history record review was performed, and no relevant findings were identified. A CAPA was previously implemented under teleflex's quality systems for this issue. Based on the investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The corrective measure involved using a new alcohol-resistant material to manufacture the needle hub. Notably, the affected batch in this issue was produced prior to the implementation of the corrective actions. Teleflex will continue to monitor and trend for reports of this nature.